Event description:
A tandem mobi cartridge alarm was reported by the customer. There was no adverse impact to the customer's blood glucose level. The customer was advised by technical support to continue using the current pump until a replacement was received. Technical support confirmed the cartridge alarm, provided instructions for putting the pump into storage mode, and arranged for a replacement pump to be shipped. The customer was instructed to return the problematic pump to tandem using a pre-paid label within 10 days.